Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -12.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore/broke during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as the device and noted "lens loaded successfully; on delivery into the eye - surgeon noted a small chip in the lens between the optic and haptic. Managed to withdraw the lens inside the injector and replaced with a back up".

Manufacturer narrative:
Type of investigation: 4110. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).